Event description:
It was reported that the patient experienced a return of symptoms and lost stimulation sensation. The patient was unable to communicate with the neurostimulator, though the pocket looked visually good. It was determined that the battery was depleted. Based on the settings the depletion appeared to occur faster than the estimate. It was noted that prior to device depletion, therapy was great and the patient was feeling stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v223166, implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial# (B)(4).